Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that after replacing the sodium electrode, samples resulted as expected. The cause of the discordant, falsely elevated sodium results was a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on one patient sample sid (B)(6) on an advia 1800 instrument. The customer then ran a known sample on the instrument during troubleshooting and it also resulted falsely elevated. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and on the same instrument after troubleshooting, resulting as expected. The repeat result obtained on the alternate instrument for patient (B)(6) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.